Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: faulty IV tubing additional info from customer: 13-july-2023: the defect noted with the tubing was that the IV tubing completely detached in the bottom side of the safety clamp when removing the blue protective cover over the pump segment of the tubing.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H6. Investigation summary: a complaint of faulty tubing was received from the customer. Five unused samples of lot 23045178 were received for investigation. One sample was separated at the safety clamp inside the packaging. No solvent was noted on tubing. One sample of lot 23045609 was received, and no defects or damages were noted on set. The set was primed and infused with no leakage or alarms observed during infusion. Three samples of an unknown lot were also received. Separation was confirmed as the defect on these samples as they were fully separated below the safety clamp. No solvent noted on these samples. A device history record review for model 2420-0007 lot number 23045178 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 23045609 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect and a review of the manufacturing process was completed. After the investigation along with manufacturing and quality operations team, the most possible root causes that generates a separation ¿ no leak defect are lack of solvent due to not following the work instruction and not following the one-piece flow by the production personnel. The lots of the returned samples were manufactured prior to corrective actions being implemented to prevent this defect. These actions include a quality alert issued to all involved personnel to inform of this failure mode and reinforce the procedure. A visual aid will also be created and referenced in the procedure to reinforce the use of a solvent dispenser, followed by a one-piece flow and production table space care during the assembly of the tubing and lower fitment of material number 2420-0007. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.